Manufacturer narrative:
Date sent to the FDA: 11/7/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/22/2022. Additional b5 narrative: it was reported that the patient experienced pain, discomfort, recurrent ventral incisional hernia following the surgery. It was reported that the patient underwent removal surgery on (B)(6) 2018. Mwr-22102021-0001064492 submitted for adverse event which occurred on (B)(6) 2019. Mwr-22102021-0001064494 submitted for adverse event which occurred on an (B)(6) 2018.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-22102021-0001064492 submitted for adverse event which occurred on (B)(6) 2019. Mwr-22102021-0001064494 submitted for adverse event which occurred on an unknown date.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date. It was reported that the patient experienced an unknown event. The other procedure is captured in a separate file. No additional information was provided.